Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that her husband experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer also stated that the insulin pump had button error alarm. Customer declined trouble shooting for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces.